Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and fever. The cause of peritonitis was reported as due to a fever. The same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gm every fourth day, route and duration were not reported) and meropenem injection (1 gm, everyday, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event and remained in the hospital. On an unknown date, pd therapy was stopped, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that on an unreported day, antibiotic treatment for peritonitis was stopped and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.